Manufacturer narrative:
Evaluation summary: no deviation found in material and manufacturing. Investigation revealed no non-conformity; therefore no new CAPA was initiated. According to the damages and the evidences of the breakage surface the nail broke in a fatigue fracture after an implantation period of approx. 4 months due to overload. Lines of rest and missing plastic deformation indicated a fatigue fracture. Marks at the medial and lateral edges of the proximal drill hole identified significant load application. Found material damages in the bridges of the proximal drill hole most likely contributed to the nail breakage. Considering examination of returned items breakage of the nail was not caused by any deficiency in the device.

Event description:
Onset of pain 4 weeks prior progressed to unable to walk last 4 days. Removal of broken gamma 3 long 3325-0420, 11x 420mm. Fractured at the site of lag screw. Replaced with stryker tka.

Event description:
Onset of pain 4 weeks prior progressed to unable to walk last 4 days. Removal of broken gamma 3 long 3325-0420, 11x 420mm.fractured at the site of lag screw. Replaced with stryker tka.